Manufacturer narrative:
No product has been returned for investigation as no product malfunction alleged. Event was found during literature review. No root cause can be determined at this time. Literature review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery..."

Event description:
During a literature review it was identified that between the dates of 08/2009 and 12/2010, a patient underwent minimally invasive lateral inter body fusion at l1-l5 levels. A follow-up revision procedure using minimally invasive over-the-top decompression was performed 3 months post-index procedure due to re-stenosis and subsidence. No information on patient condition available.